Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2025, the patient was in the intensive care unit (ICU) after being transported from cardiac catheterization laboratory. The staff were placing the motor and console back on the extracorporeal membrane oxygenation (ECMO) cart when suddenly, the motor started making a clicking sound, then ECMO flows dropped immediately. The staff clamped the circuit and dropped the revolutions per minute (rpm) to 0 in anticipation of exchanging to backup equipment. The staff took pump head out of the motor housing to check if pump had become unseated during transport. When they reseated the pump into the original motor housing, it was still making the sound at 0 rpm. The circuit was swapped to a backup motor and console with no further issues. The console and motor would be returned for evaluation.

Event description:
Additional information was provided on 17jul2025 confirming that the decrease in flow seemed to have been caused by the centrimag motor malfunctioning, which began making noise at the same time as the drop in flow. Switching to a new motor and console resolved the issue, and the patient experienced no further issues. There were no issues with the centrimag blood pump or the eurosets oxygenator.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d4: primary UDI corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of the centrimag motor not functioning as intended while producing an atypical noise was confirmed via the log file and via the motor¿s functional evaluation. The log file captured the system operating at 3200 ¿ 3700 rpm / 2.4 ¿ 3.1 lpm on (B)(6) 2025. Beginning on (B)(6) 2025 at 5:00:35, the motor¿s rpm was observed to intermittently fluctuate between 0 ¿ 3200 rpm, stopping the system multiple times and causing m4: motor alarms and m5: set speed not reached alarms to occur. The system was manually shut down approximately 4 minutes later. The returned centrimag motor (serial number (B)(6)) was functionally tested at the service depot and at the product performance engineering department alongside known working test equipment. When the speed was set, the motor did not operate and produced a buzzing noise. However, the motor was able to operate when its connector-side bend relief was held tightly at an angle. The motor¿s cable was measured for continuity, and one of its signal lines was observed to be open which would cause the observed and reproduced events to occur; this open line measurement also resolved when its connector-side bend relief was held tightly at an angle. The motor¿s lemo connector was opened, and its gray signal wire was found to have not been soldered to the connector properly, resulting in the open line. The root cause of the reported event was determined to have been an improper solder connection of the gray signal wire within the lemo connector assembly. This issue was previously identified and has been addressed via a manufacturing analysis task, and a supplier corrective action request (scar) was initiated to inform the supplier. Centrimag motor was manufactured prior to the scar being initiated. Review of the device history record for centrimag motor showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including motor-related alarms, as well as appropriate operator response to these events. Centrimag motor IFU instructs the user to inspect the centrimag motor, cable, console connector, and locking mechanism for any damage prior to use. If any component is damaged, do not use the centrimag motor. This document states that if the unit fails to operate according to the motor specifications or a console diagnostic error indicates a centrimag motor malfunction, it should be returned. Additionally, this document instructs the user to always have a spare centrimag motor and back-up equipment available. No further information was provided. The manufacturer is closing the file on this event.